Event description:
It was reported to philips that the device displayed a service unit message while performing a shift check. There was no reported patient or user involvement and no adverse patient/user impact.